Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. No damage to the cap or evidence of moisture in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing issue was verified. Multiple battery compartment cracks were observed, near the top of the compartment, between the top and the grip pad and below the grip pad. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim with a pinkish contrast.